Manufacturer narrative:
The info in the user submitted medwatch was insufficient to conduct an investigation. There was no info regarding the reporter name or address so a follow-up was not possible clearly. The event description did not detail the malfunction. The event description referenced a competitor product which implied the competitor product was involved.

Event description:
Anchor tissue retrieval system malfunctioned not allowing surgeon to remove the endocatch bag; laparoscopy procedure was converted to laparotomy.